Manufacturer narrative:
Product complaint #: (B)(4). Batch # n5765h. Device evaluation summary: the analysis results found that the tcr75 reload was received with no apparent damaged and with the proximal 7 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please clarify how the device reload "presented problems at the stapling point, not stapling the tissue in the correct way"? Did the device staple? Answer: when firing the stapler the tissue has been partially stapled, which seems to be a problem in the reload, because when loading a new reload, the stapling succeeded. If the device stapled, was the staple line complete? Answer: partially. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Answer: irregular. Did the device cut? If the device cut, was the cut line complete? Answer: yes. Were there any patient consequences? Answer: no.

Event description:
It was reported that during an unknown procedure, he reported that the load presented problems at the stapling point, not stapling the tissue in the correct way. There were no patient consequences reported.